Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient had a (unrelated) major heart attack and a bypass that failed so they had a stent put in their heart and they gave the patient a life vest that basically if they have a heart problem it will defibrillate their heart to the defibrillator and also sends information to their doctor. Pt had it for a few months then in the last couple days the ins started acting up. Patient talked to their representative who said the controller was not working anymore and to call patient services. The issue was the therapy stimulation would stimulate and shut down for it was not consistently stimulating. Then this morning their therapy shut down completely. Pt was on group a with stimulation on, pt had 4 programs and program 1 was at 6.0 but they got no stimulation relief. During call pt went into their programs and cycling was not programmed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. An email was sent to registration to update phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.